Event description:
In 2006, the patient reported the skin over the neurostimulator appeared "burned". The patient reported charging the device with the antenna directly on the skin for 3.5 hours. The patient felt some discomfort and when the antenna was pulled away the skin stuck to the antenna. The pt reported redness and a small blister. Additional information was requested by medtronic from the healthcare professional regarding the reported event. In 2007, the hcp responded stating wound dehiscence occurred and the patient developed supraorbital neuralgia; the lead was protruding in the right frontal region. The lead was explanted in 2006 and replaced two months later. The patient has not been seen by the hcp since the following month. At this time, neither the recharger nor the neurostimulator have been returned to the manufacturer for analysis. Refer to medwatch report #6000153-2007-01331.